Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent embolism). Patient condition lack of effectiveness related to patient condition (90% stenosed with moderate tortuosity). No results available since no evaluation performed (device or procedural images not provided for review). (No device received for evaluation). Evaluation conclusions: known inherent risk of procedure (stent embolism). Device failure/lack of effectiveness related to patient condition (90% stenosed with moderate tortuosity). Unable to confirm complaint (device or procedural images not provided for review). Device not returned.

Event description:
A resolute integrity drug-eluting stent was being used to treat a lesion in the lad. The lesion was 90% stenosed with moderate tortuosity. The device was inspected prior to use with no issues noted. Pre-dilation was performed. It was reported that during inflation the stent slipped off the balloon. The stent remained on the tip of the balloon and was successfully removed from the patient. Another stent was used to treat the patient successfully. The patient is reported to be stable post procedure.

Manufacturer narrative:
Evaluation results - related to operational context (stent dislodgement is most likely procedural related). (B)(4)

Event description:
Image review: the target lesion appears to have a degree of fibrosis and or calcification that prevented the full concentric expansion of the pre- dilatation. Residual stenosis remains at the lesion site. No images were provided showing the attempted delivery of the 3.5 x 15mm resolute integrity stent across the pre-dilated lesion. The stent struts that had moved distally did not expand as there was no balloon to support this expansion. It appears that the user attempted to pull the partially expanded stent back into the guide catheter but that the proximal end of the stent caught in the tip of the guide resulting in damage and bunching.